Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient was pre-operatively diagnosed with: degenerative spondylolisthesis l4-5; retrolisthesis l5:severe spondylosis l4-5 and l5-s1. 4) lower back pain and radiculopathy, unresponsive to surgical measures including epidural and steroid injection and underwent the following procedures: endoscopic decompression l4-5 and l5-s1, left, (complete facetectomy, foraminotomy, discectomy, laminectomy post foraminotomy); endoscopic transforaminal lumbar interbody fusion of l4-5 and l5-s1 left; endoscopic posterolateral fusion l4-5 and l5-s1 left; placement of biomechanical cage l4-5 and l5-s1 left via the left l4-5 and l5-s1 transforaminal approach; percutaneous pedicle screw fixation of l4, l5 and s1, bilateral resection cannulated screws and rods; morcellized bone graft; nmas. As per op-notes, ¿the disc was incised at each level and all disc material was removed and the endplates prepared for fusion. Care was taken to avoid overly aggressively endplate preparation. Once the endplates were prepared, a sizer was fused to determine the appropriate size cage. Then the cages were packed with bone morphogenic protein mix and then mixed for the appropriate time frame. Bone morphogenic protein wrapped around autograft was placed into the inter space on the right side and anterior aspect of the interspace followed by placement of the cage at each level. The spinal construct was then assembled on the patient¿s left side and placed under compression. Copious antibiotic irrigation was done prior to placing the bone morphogenic protein and meticulous hemostasis was obtained at the end of the procedure. Velasive maneuver indicated no evidence of spinal fluid leakage or tear. After both spinal constructs were placed under compression, the endoscopic tube was reapplied and a decortication of the transverse process of l4, l5 and the sacral ala was done and bone morphogenic protein and autograft was placed in the posterolateral fashion¿. The patient tolerated the procedure well without any intraoperative complications. (B)(6) 2009: the patient was discharged from the facility.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.